Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during a revision procedure (MFR report number 3006630150-2023-03514), it was found out that the patient only had one lead implanted. The other one was explanted due to an unknown reason. No further information has been obtained despite good faith efforts.